Manufacturer narrative:
The driver was received at the manufacturer for service and evaluation. A condition of the device overheating was found and then reported. Based on the investigation details, the primary failure was due to corrosion damage in the rear motor assembly, which was replaced along with bearings and other components. The device was repaired and returned to the customer.

Event description:
It was reported that a manufacturer quality assurance technician observed the handpiece overheating. There was no medical/surgical procedure involved at the time, and no patient involvement. There were no adverse consequences.